Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller with the reset, after which the pump no longer displayed the error code. The caller successfully started their sensor session.